Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Son reported the his mother has experienced hyperglycemia of up to 360 mg/dl over the past year, and his mother believes the insulin delivery of the infusion device is too low. Pt did not experience these concerns with her first infusion device, and she corrects hyperglycemia by delivering insulin via the infusion device. There are no air bubbles in the system. Blood glucose was 158 mg/dl on (B)(6) 2011 at 10:30 pm, and pt ate 1 be. Blood glucose was 150 mg/dl on (B)(6) 2011 at 8 am, and pt ate 3.5 be and delivered 4.5 iu via the infusion device. Blood glucose was 307 mg/dl at 10:30 am, and pt delivered 4 iu via the infusion device. The cartridge is changed every 8 days and is not reused. Infusion set is changed every 2 days. Pt did not start new medication or have an infection. Normal blood glucose level is 160 mg/dl. Correct type of battery is used in the infusion device, and the battery setting is programmed correctly. Infusion device was not exposed to electromagnetic fields or water. Infusion device was replaced and requested for evaluation, and the infusion sets were requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.